Event description:
Additional information reported indicated that this ended up being a boston scientific case, not medtronic, and apparently they have the spacer.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient would be ¿having a lead removed due to possible infection.¿